Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system onsite and confirmed that the system's monitors were not turning on. Review of the log file shows malfunctioning flexviewing-pc. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found issue with the flex spot pc and 3ny, flex spot pc will not power on and 3ny x21 led was dead. Fse attempted to power flex spot pc from alternate source and still it was not powering on. To resolve the issue, fse replaced flexviewing pc and pdu single phase distribution unit. The defective parts were returned for analysis, for pdu single phase distribution unit, malfunction was observed, fuse in connector is defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitors were not turning on, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.